Manufacturer narrative:
In compliance with regulation (EU) 2016/679 of the european parliament and of the council, stryker collects only essential and relevant patient information necessary for regulatory purposes, ensuring that no data capable of identifying a person, directly or indirectly, is gathered. Patient fields in which information is not requested or provided were intentionally left blank. Stryker continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
A customer contacted stryker to report that their electrodes failed to detect patient during intervention. In this state the device may not be able to provide defibrillation therapy if it were needed. The patient associated with the reported event did not survive. The health care provider confirmed that the device use did not contributed to the patient outcome.